Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt went to a clinic following the event and will continue wearing the lifevest. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Mfg date: monitor (B)(4): 06/2013 - reuse. Electrode belt (B)(4): 05/2013 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent and inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 ((B)(4) per pt-month with (B)(4) confidence). (B)(4).

Event description:
A us dist contacted zoll to report that a pt experienced an inappropriate defibrillation event. Ventricular pacing at 87 bpm and multiple counting contributed to the false detection. The pt was in an elevator at the time of the event. A review of the downloaded data confirms that the response buttons were only pressed after the treatment occurred. The pt went to a clinic following the event and will continue wearing the lifevest.